Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/8/24 an ilet user's healthcare provider (hcp) reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The hcp called to report that the user was in the ER due to an elevated bg level. The ilet system was reading an insulin occlusion, prompting the user to go to the ER. The hcp stated that the user was not admitted and would be released the same day. On 11/17/2024, a beta bionics customer care agent reached out to the user's sister, who informed them that the user is now in an assisted living facility. The agent attempted to contact the facility, but the nurses on shift were unavailable. Subsequent attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.